Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. After a filter wire was placed in the target area, a 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately tortuous and mildly calcified.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. After a filter wire was placed in the target area, a 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.